Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated that the cgm was displaying sensor error. Her friend who was following her tried reaching her several times, but the patient was already unconscious. The patient¿s friend called the paramedics, who gave her dextrose via intravenous (IV) therapy and oxygen. The paramedics took a blood glucose (bg) meter reading and the value was 32 mg/dl. The patient stays at a hospice facility, so they did not need to take to her to a hospital. At the time of the report she was in stable condition but still being observed. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.